Manufacturer narrative:
H.6. Investigation: three samples were received by our quality engineer team for evaluation. Upon visual inspection of the samples, no foreign matter was observed inside the sealed blisters and no damage identified. On one sample there was black matter was noted on the plunger which was not present on the other two products. Further inspection determined the black matter consisted of embedded material from the molding process. A device history review was performed for reported lot 1810221, finding a annotation related to the presence of polypropylene particles which originate from the molding and transport process. In reference to damaged product, no deviations or non-conformances related to this issue identified during the manufacturing process. While a root cause related to damaged barrel could not be verified, the embedded particles were determined to be from the polypropylene present during the molding process. This is a cosmetic defect which will not affect the functionality of the syringe. Machines routinely undergo proper maintenance and cleaning. A vacuum system was recently implemented to reduce any foreign matter inside the blister.

Event description:
It was reported that during use of the bd plastipak¿ syringe there were 31syringes with white particles of foreign matter on them and 2 syringes with damage and dirt on the top of product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ syringe there were 31 syringes with white particles of foreign matter on them and 2 syringes with damage and dirt on the top of product.